Event description:
A follow-up coronary angiogram, conducted one year after three stents were implanted at the proximal-mid portion of the left anterior descending artery(lad), revealed three re-stenosed areas. The first re-stenosis was observed at the most proximally implanted cypher, near its proximal edge with a 75 percent re-stenosis. Next, there was a gap between the 2nd and 3rd cyphers implanted and revealed a 75 percent re-stenosis there. In addition, there was re-stenosed area of 90 percent at the mid portion (towards the distal half) of the 2nd cypher implanted. To treat the re-stenosis at the proximal edge of the most proximal stent, a 3.0 x 13mm cypher was implanted at 20 atm by direct stenting at the proximal end of that cypher, therefore overlapping it. Inflation time was unk. To treat the re-stenosis between the 2nd and 3rd cyphers, at the mid portion of the 2nd cypher, a 2.5 x 28mm cypher was implanted at 22atm covering the gap and the re-stenosis located inside of the 2nd cypher. Inflation time was unk. Post-dilation was conducted with a balloon *2.5mm/ length unk) at 24atm. Inflation time unk. The residual percent of stenosis was 0. The procedure was completed and the pt was in stable condition.

Manufacturer narrative:
A yr earlier, at the index procedure, the pt was enrolled in a post market study in which an elective coronary angiogram showed totally occluded lad artery. The vessel was de novo, concentric, diseased diffusely and not calcified or tortuous. The diameter of the vessel was 1.85mm but the lesion length was unk. Aha/acc classification of the vessel was a type c. Femoral approach was chosen for the procedure and pre-dilation was conducted with a 2.0 x 15mm balloon at 10atm. Inflation time was unk. A 3.0 x 33mm cypher was implanted at 14 atm for 16-30 secs at the target lesion. A second 3.0 x 33mm cypher was implanted at 14atm for 16-30 secs at the proximal end of the initially implanted cypher overlapping it. Finally, a third 3.0 x 33mm cypher was implanted at 12atm for 16-30secs at the proximal end of the second implanted cypher with overlap. Post-dilation was conducted with a 2.25 x 20mm at 12atm. Inflation time was unk. Timi flow before the procedure was 0 and 2 after the procedure. The residual percentage of stenosis was 15. Ivus was conducted. Physician's comment: thought there was no gap between the 1st and the 2nd implanted cypher, but actually there was a gap. Also, the probable cause of this event is due to the fact that the pt was more than likely to have a restenotic event and also indicated that stent-to-wall apposition was not optimal. Conclusion: a male with a history of angina, previous mi, previous pci, CABG, hypertension and smoking experienced restenosis ten months post cypher stent implantation. The reason for the pt's initial admission was not reported; but an elective angiogram revealed a lesion in his proximal to distal lad. This pt's history and aggressive cad put him at increased risk for mace. Pre procedural medications included asa; while intra procedural medications included asa, ticlid and heparin. The performance or recording of act's was not reported. The lesion was described as de novo, type c, 100% occluded, 1.85mm in diameter, concentric, diffusely diseased and with no calcification or tortuousity present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 14atm. This was followed by the more proximal palcement of a 3.00 x 33mm cypher stent at a maximum inflation pressure of 14atm. Lastly, a 3.00 x 33mm cypher stents was placed even more proximally at a maximum inflation pressure of 12atm. The three stents were all placed overlapping each other. According to the IFU, the placement of three or more cypher stents has not been clinically studied. A residual stenosis of 15% was reported despite post-dilation. According to the IFU, the use of the cypher stent is contraindicated in pts judged to have lesion that prevent the complete inflation of an angioplasty balloon. The pt was discharged on medications that included asa and ticlid. Ten mons after the index procedure, a repeat angiogram revealed a 75% testenosis at the proximal edge of the most proximally implanted cypher stent (which had been placed third) and a 90% stenosis in the middle of the second cypher stent. In addition, there was a gap between the second and third stents with a 75% restenosis located there. This was treated with the placement of two additional cypher stents. There are pt, vessel, procedural and possible pharmacological factors that may have contributed to this event. Please note that these devices are distributed outside the united states; however, they are similar to the united states distributed product.